Manufacturer narrative:
There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the instructions for use for everolimus eluting coronary stent systems xience prime, ce as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo left anterior descending artery. A 3.5x18mm xience prime was implanted and a distal edge dissection was observed. A 3.5x12mm xience prime was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.